Manufacturer narrative:
Reference record (B)(4). The disposition of the device involved in the event was unknown; therefore, a return sample evaluation is unable to be performed. (B)(4). A buried bumper and stoma infection are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient pulled out the j-tube. On (B)(6) 2021, during the procedure to replace the j-tube, the internal bumper of the peg tube was found imbedded in the stomach lining. The physician removed the peg tube and bumper. The patient also experienced stomach pain, gas, and bowel issues. Pockets of infection were also found to be around the tubing in the stomach. The patient was prescribed augmentin oral antibiotic to treat the infection. The tubing will be replaced once the infection has healed.